Event description:
Affiliate reported that after implantation it was noted that the device would not re-program by using neodymium. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. As a result the cam position/pressure could not be determined. Upon further investigation no other damages were noted. The root cause for the dislodgement could not be confirmed. Enhancements were introduced to the stator stamping tool to minimize this type of dislodgement. However this device was manufactured prior to the enhancements. A review of the device history records confirmed that this device conformed to the required specifications prior distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time. Company representative.